Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the adaptor of a transfer set disconnected (separated) from the tubing and resulted in a leak of solution. Further described as "the catheter adaptor that covers one end of the transfer set which connects the transfer set to the patient catheter via a titanium adapter, was disconnected from the remaining of the tubing". This occurred at the end of the initial drain of automated peritoneal dialysis (pd) therapy. The transfer set had been in use for one year. The transfer set was replaced, but the titanium adapter was still in use. The patient was given intraperitoneal antibiotic treatment for prophylaxis. The patient was not hospitalized. There was no patient injury, however there was a prophylactic medical intervention associated with this event. No additional information is available.